Manufacturer narrative:
As reported, approximately two years post initial right side tka, this female patient was having right knee patella dislocations. The poly insert was removed and the femoral prosthesis was removed. The patient received a size 1 right logic cc femur,12x80 cemented stem, and a 13mm poly insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays attached. The devices are not available for evaluation due to the hospital sent off implants with tissue. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.

Manufacturer narrative:
Concomitant medical products. Truliant ps cem fem ps cem right sz 1.5 (cat# 02-020-11-0315 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial right side tka, this female patient was having right knee patella dislocations. The poly insert was removed and the femoral prosthesis was removed. The patient received a size 1 right logic cc femur,12x80 cemented stem, and a 13mm poly insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The devices are not available for evaluation due to the hospital sent off implants with tissue.